Event description:
During the placement of trial leads, the pt's dura was punctured twice. The surgery was cancelled and leads explanted. The pt is reportedly doing well.

Manufacturer narrative:
Explanted product was discarded by the medical facility and will not be returned for evaluation.